Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the mega suturecut needle driver instrument had a broken cable. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the issue occurred during the procedure and ports were already placed on the patient. There was no patient injury and the procedure was completed robotically. The instrument was removed and replaced with the same type of instrument. No fragment fell into the patient. There was no observed intraoperative collision or misuse involving the instrument. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. There was one frayed cable from the instrument's distal end.